Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and turbid dialysate. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient was prescribed unspecified antibiotics for the event. At the time of this report the patient was not recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.